Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), skin disorder ("skin disorder"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, heavy menstrual bleeding, dermatitis allergic, skin disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, skin disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, chronic pain, uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified)-bilateral occlusion.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), skin disorder ("skin disorder"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, heavy menstrual bleeding, dermatitis allergic, skin disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain, skin disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, chronic pain, uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified)-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash/skin condition"), skin disorder ("skin disorder"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("other injuries/symptoms: fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, rash, skin disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, chronic pain, uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified)-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury¿ was updated to chronic pain/pelvic pain. Events- dyspareunia (painful sexual intercourse),, abdominal pain, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, skin disorder, bladder/urinary problems: uti, vaginal infection, vaginal discharge, other injuries/symptoms: fatigue and hair loss were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.